Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had corroded electronic assemblies and corroded motor home switch. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No battery out limit alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, case at reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had button error. The customer's blood glucose level was 120mg/dl. The customer states they fell in water with pump. The customer states none of the buttons were functioning. The customer was advised the pump would be replaced and returned for analysis.